Event description:
Patient receiving thoracotomy and lobectomy procedure required the use of endosurgical stapler. During the case the battery powered stapler once clamped to the lung tissue did not fire. Since the stapler did not fire and did not seal the tissue, we took the misfired stapler and replaced it with a different stapler. At the time their was not patient harm done. FDA safety report ID # (B)(4).